Event description:
Boston scientific crm received information that this pacemaker was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
A technical services consultant recommended a memory download be performed. Evaluation of the device memory data by engineering revealed resets had been recorded, with the most recent reset being a rate fault reset. This type of reset can be a result of specific device programming. The field representative verified the device met these programming criteria. Technical services recommended that either the av delay be reduced or afr be turned off. No additional information is available at this time. If further information becomes available, the event will be re-opened.